Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that a33 alarm occurred on the insulin pump during cannula change. No further information provided.

Manufacturer narrative:
Insulin pump alarmed during basic occlusion test due to loose and protruded drive support disk.